Manufacturer narrative:
Additional information was received that the physician believes that the explanted lead was damaged prior to the procedure.

Event description:
A report was received that the patient was experiencing shocking sensation down the arms. It was noted that a few contacts were exhibiting high impedances on the lead placed in the cervical spine. Database analysis confirmed high impedances. Reprogramming around the high impedances did not resolve the issue. The patient reported still feeling shocking sensation even when the stimulation for that lead was turned off. The patient underwent a revision procedure wherein the cervical lead was explanted. The patient is receiving good stimulation following the explant with the one thoracic lead they still have implanted. The physician suspected malfunction of the lead because it was damaged.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8216-70 serial #: (B)(4), description: artisan surgical lead, 70cm the explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing shocking sensation down the arms. It was noted that a few contacts were exhibiting high impedances on the lead placed in the cervical spine. Database analysis confirmed high impedances. Reprogramming around the high impedances did not resolve the issue. The patient reported still feeling shocking sensation even when the stimulation for that lead was turned off. The patient underwent a revision procedure wherein the cervical lead was explanted. The patient is receiving good stimulation following the explant with the one thoracic lead they still have implanted. The physician suspected malfunction of the lead because it was damaged.